Event description:
The patient reportedly experienced headaches and sound perception problems. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing confirmed that the patient's device was functioning within normal limits. The patient had requested that his device be explanted.